Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer support completed the pump reset procedure with the patient and advised them to reach out to their hcp to obtain a backup method of insulin therapy due to a shortage of cartridges. Additionally, the customer was encouraged to reach out to suppliers for further assistance.